Manufacturer narrative:
Investigation summary: one (1) photo was shared by the customer, they are showing the tego's top seal and seal collapsed and blood residual is observed. No additional damage or anomalies are observed. One (1) used list# lat-d1000, conector tego¿ was returned for evaluation. As received, no damage on the tego's luer post was observed, but a seal collapsed evidence was found. A device history record lot review was performed and no discrepancies, nonconformances or anomalies were identified that might lead the condition reported by the customer. The probable cause of seal collapsed is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.

Event description:
The event occurred on an unspecified date and involved a connector tego¿, where it was stated that at the renal unit, the support staff reported that upon making the connection, displacement of the silicone was evident, making it impossible to continue with the connection and renal therapy. The time of the event, hemodialysis was taking place, with the patient connected to an extracorporeal line. Since this therapy must be interrupted, the support staff checks the permeability of the lines, catheters and connectors when damage to the connector is evident. It was also reported that the problem did not cause any injury to the patient or clinical lesions.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.